Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing tenderness at her ipg site and was constantly bumping her ipg. In addition, the ipg site was mildly dehisced and the physician was concerned the ipg would potentially breakthrough the skin. The pt underwent surgical intervention to reposition the ipg which resolved the issue.